Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the hemopro device was plugged in, it became hot immediately while the activation toggle was not being depressed. The toggle was tried again but the device did not turn off. A second hemopro device was used; however, the same problem occurred. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2013-01484 for the related report.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device contact. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Cycle life testing was performed on the device; the device passed the 60 cycles of testing. The device handle was opened to verify connections; under magnification, a small amount of soldering flux was observed on the switch body of the micro switch. No nonconformities were observed with the solder joints. Based upon the evaluation results, the reported complaint could not be confirmed. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular llc has initiated recall 2242352-10/28/13-002r to address this failure mode. The FDA nj district recall coordinator has been advised. A notification letter has been sent to this customer. Note: FDA has not yet assigned a "z" number to this action. (B)(4).